Manufacturer narrative:
(B)(4). Eleven patients died due to undisclosed reasons (reported under manufacturer report #2024168-2013-00386). Reportedly, 6.5% of the patients who suffered spasms, may be related to the stiffness of unspecified filters. No additional information was provided. Date of event estimated. Therapy date estimated. Stent: acculink; xact. Guide wire: terumo 180cm angled-tip hydrophilic. Guide cath: 7fr boston scientific mach 1. The emboshield nav6 embolic protection system mentioned and the acculink stent system and xact stent system mentioned are being filed under separate manufacturer report numbers. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This event was captured based on review of the article, carotid artery stenting: analysis of a 12-year single-center experience. It was reported that during a 12-year single-center analysis, per a north american symptomatic carotid endarterectomy trial, of 636 patients that underwent carotid artery stenting (cas) between november 1999 and september 2011, including use of 52 unspecified accunet and 36 unspecified emboshield nav6 embolic protection system devices and the use of 39 unspecified xact and 59 unspecified acculink carotid stent systems, the following clinical outcomes were reported to have occurred within 30 days of cas procedure: 0.4% major stroke, 1.2% minor stroke, 3.2% transient ischemic attacks, 5.1% no flow observed above unspecified filters due to plaque debris (ischemia), 1.3% in-stent stenosis resolved with angioplasty or re-stenting, 4.8% bradycardia, 2.2% hypotension, 1.9% hyper-perfusion syndrome; symptoms resolved completely with medical therapy (medication), 19.3% spasm.